Event description:
It was reported that, "duracon hinged knee had the insert exchanged following complications of extensor mechanism rupture and deep infection. Awareness occurred as a result of reviewing the date set submitted as part of a retrospective clinical study."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.